Event description:
It was reported that four (4) large volume infusors underinfused during infusion. About 60 ml remained in the device after infusion. The devices also leaked from an unspecified location. The device contained 185.5 ml of dextrose and 69.5 ml of fluorouracil. A closed system transfer device (spiros) was used to attach the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.